Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a detached end cap, cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, cracked belt clip slot, and minor scratches on the display window. The functional tests could not be performed due to the detached end cap.

Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 160mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.